Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va18vkn, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a loss of symptom relief following a fall that required hospitalization. The date of the fall was approximately 2-3 months prior to the report. It was noted impedances were checked by the healthcare professional (hcp), and an x-ray of the pelvis was also taken. It was noted the patient had a lead revision. The rep stated the issue was resolved at the time of the report. The rep stated the patient was alive with no injury. The rep noted the lead was fractured and explanted on (B)(6) 2016. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the lead (lot# va18vkn) found the lead body conductor was crushed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had 3 device related surgeries. The first surgery was the implant surgery and the device had been working ¿100%¿ and then the patient¿s dementia progressed and the patient fell 4-6 weeks after the implant and hit the device and the device dislodged. The patient went back in and they did surgery on the wires and the device still didn¿t work the way it should. It was unknown if they replaced the wire or if the wire became disconnected, but they left the battery in because nothing was wrong with that. The patient went in again and the wiring was replaced and maybe the device was put a little deeper because the patient was a thin-skinned person. No further complications were reported/anticipated. See related regulatory report #3004209178-2017-07070.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.